Event description:
The pt was revised because of poly wear.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, polyethylene wear after eighteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items.